Event description:
It was reported that the pacemaker along with this lead were explanted as the patient had to put a stent in. There was no issue with the pacemaker. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).